Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified a rupture on the shaft located 74mm proximal from the guide exit port. A shaft kink was identified 6mm proximal from the guidewire exit port. Multiple hypo tube kinks were also identified. No other issues were noted. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied; however, the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium or blood that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. A leak was identified from a rupture on the shaft located 74mm proximal from the guide exit port. A microscopic examination of the balloon material identified no issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another device. No patient complications were reported.